Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes.the customer's blood glucose was 180 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared however the altitude alarm recurred. Customer continued to use the pump for insulin therapy.